Event description:
The patient reportedly experienced intermittencies and overly loud sensation with her device. External equipment was exchanged. However, the problem did not resolve. A decision was made to explant the patient's device. Surgery to explant the device will be scheduled.